Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated and completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformance was found as the monitor was not returned for evaluation. With any hemodynamic monitoring, parameters can change quickly and dramatically. A monitor screen that has stopped progressing and has become frozen with patient parameters could have the potential for patient compromise. If the clinicians are not alerted to the frozen display, inappropriate patient treatment could be administered. These devices are typically used in the operating room or intensive care units, where the patients are closely monitored. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions as well as assess and mitigate any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
As reported, when connected, this vigilance ii monitor did not provide any of the patient's readings. It was confirmed that cables were functional. There was no allegation of patient injury. Updated information was provided by the client that during the procedure, the device had stopped showing the patient's readings and the information on the screen was frozen. A new monitor had to be used. Afterwards, the device was inspected at tech support and it worked fine, therefore, the vigilance ii monitor won¿t be sent back for evaluation. Additional clarification was received that the monitor screen froze while showing the patient's readings.